Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 04/06/2015) has been completed. The reported problem (service code 204: belt/monitor unusable, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) (manufacture date 08/16/2018) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk cable connector was physically damaged due to being stuck in the monitor receptacle and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case, their electrode belt connector was stuck, and they were experiencing service code 204: belt/monitor unusable.